Event description:
According to the reporter: the patient was implanted with an intravaginal sling, which was intended to treat the patient's stress urinary incontinence. After the implantation, the patient suffered bodily injury that caused her pain and suffering.